Event description:
In 2007, fluoroscopy following placement of zenith devices revealed that the renal artery was obstructed, which was evidenced by the absence of visualization of the artery. Placement of a another mfrs stent at the orifice of the left renal artery successfully regained its patency. The following month, fluoroscopy verified the patency of the left renal artery.

Manufacturer narrative:
Evaluation: inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication. Unless medically indicated, do not deploy zenith aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow to organs or extremities. Do not cover significant renal or mesenteric arteries (exception is the interior mesenteric artery) with the endoprosthesis. Vessel occlusion may occur. During the clinical study, this device was not studied in pts with two occluded internal iliac arteries. Our evaluation of the event determined it was caused by user error in that the renal artery was obstructed.